Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic inguinal hernia repair. Event description: rep was not present for the case. Upon initial insertion into the pre-peritoneal space the surgeon heard a loud popping noise after inserting the dissecting balloon. The surgeon reinserted the balloon and inflated about 40 times then waited approximately 15 second, let the air out of the balloon, removed the device and inserted a c0r47 trocar with a scope. The surgeon identified a tear in the right side of the peritoneum about the size of the tip of the dissecting balloon introducer. The patient is ok and the case was able to be completed with the same device. Product is not available for return. Intervention: the case was completed with the same device. Patient status: tear in the patient's peritoneum. Patient is ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. At this time, applied medical is unable to determine the exact root cause of the injury or confirm that a product malfunction occurred.

Event description:
Procedure performed: laparoscopic inguinal hernia repair. Event description: rep was not present for the case. Upon initial insertion into the pre-peritoneal space the surgeon heard a loud popping noise after inserting the dissecting balloon. The surgeon reinserted the balloon and inflated about 40 times then waited approximately 15 second, let the air out of the balloon, removed the device and inserted a c0r47 trocar with a scope. The surgeon identified a tear in the right side of the peritoneum about the size of the tip of the dissecting balloon introducer. The patient is ok and the case was able to be completed with the same device. Product is not available for return. Intervention: the case was completed with the same device. Patient status: tear in the patient's peritoneum. Patient is ok.